Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this system reported that their device had migrated. The patient reported having two relocation procedures, one of which, led to an infection. An attempt to obtain additional information indicated that the local boston scientific representative was unaware of any of the patient's allegations. As of today, the system remains implanted. No additional adverse patient effects were reported.